Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel smooth round moderate plus profile 700cc gel-filled breast implant, catalog # 3507001bc, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast reconstruction with a mentor memorygel smooth round moderate plus profile 700cc gel-filled breast prosthesis and suffered 13 anaphylactic episodes between 2015 and 2016. As a result, the patient underwent removal of the device on (B)(6) 2017. Multiple attempts were made to obtain additional information regarding this event, but none was made available. Originally, it was thought that only one mentor device was involved, and this was reported to FDA under manufacturer¿s report number 1645337-2017-00054. However, on (B)(4) 2018, mentor became aware that a second device was involved. As a result, this report has been created to document it.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 7/9/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device was returned to mentor with clear gel inside. Gel was observed on the shell surface. During evaluation, a rent was observed at the junction patch, measuring approximately 5 cm. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Allergic response is a state of hypersensitivity induced by exposure to a particular antigen resulting in harmful immunologic reactions on subsequent or continued exposures. Materials used in the manufacture of silicone saline breast implants are considered biocompatible, however; anecdotal reports of allergic response are reported in the literature. Due to the multiple exposures of the patient to drugs, chemicals and materials in the intra-operative and postoperative phase, it is often difficult to determine the specific antigen causing an allergic response. The device history record (DHR) of lot number 6623741 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).